Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psychological injury"). The patient was treated with surgery ((salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and psychological trauma outcome was unknown and the urinary tract infection, vaginal discharge, nausea, migraine, headache and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, uti, vaginal discharge, nausea, migraine, headaches, fatigue, menorrhagia, general abnormal bleeding, psychological injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs was received. New events menorrhagia, general abnormal bleeding, psychological injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. B97491, cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), 1 month 3 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), depression ("psychological injury/ psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems,"), fungal infection ("infection (other) describe: yeast infection") and bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). On (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and visual impairment ("vision/eye problems type: cannot see as well,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, depression, tooth disorder, fungal infection, bacterial vaginosis and visual impairment outcome was unknown and the urinary tract infection, vaginal discharge, nausea, migraine, headache and fatigue had resolved. The reporter considered abdominal pain, bacterial vaginosis, depression, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, uti, vaginal discharge, nausea, migraine, headaches, fatigue, menorrhagia, general abnormal bleeding, psychological injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test (unspecified) results: bilateral occlusion. Lot number:b97491 manufacture date:2013/11/26, expiration date:2016/11/30. Lot number:cs0003r manufacture date:2013/10/01, expiration date:2016/05/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no: b97491, cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), 1 month 3 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), depression ("psychological injury/ psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems,"), fungal infection ("infection (other) describe: yeast infection") and bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). On (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and visual impairment ("vision/eye problems type: cannot see as well,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, depression, tooth disorder, fungal infection, bacterial vaginosis and visual impairment outcome was unknown and the urinary tract infection, vaginal discharge, nausea, migraine, headache and fatigue had resolved. The reporter considered abdominal pain, bacterial vaginosis, depression, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, uti, vaginal discharge, nausea, migraine, headaches, fatigue, menorrhagia, general abnormal bleeding, psychological injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: essure confirmation test (unspecified) results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received: reporter information, lot no was added. New event added dental problems, yeast infection, bacterial vaginosis, cannot see as well, and psychological injury updated event depression. Severity added abdominal pain. Lab test updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery ((salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the urinary tract infection, vaginal discharge, nausea, migraine, headache and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, uti, vaginal discharge, nausea, migraine, headaches, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, abdominal pain, uti, vaginal discharge, nausea, migraine, headaches, fatigue were added. Date of insertion was updated. Date of removal was added. Lab data was added. Event outcome was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.